Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 60 hi-flow kit. During the procedure, the physician felt resistance while advancing the penumbra system ace 60 reperfusion catheter (ace60), through the cross cut valve of a non-penumbra sheath and, consequently, the tip of the ace60 became ovalized. Therefore, the ace60 was removed and the procedure was completed using a new catheter and the same sheath. There was no report of an adverse effect to the patient.